Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture removed after step 3¿ was not confirmed as the returned device was successfully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was used in the common femoral artery according to the instructions for use; however no suture was removed after step 3. A 0.035x260cm hydrophilic guidewire was placed and a second proglide device was used achieve hemostasis. No additional information was provided.